Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient was 209 mg/dl at the time of the event. The issue occurred with 4 same type of infusion sets and the issue was occurred prior to insertion. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.